Event description:
It was reported that, the patient with this right ventricular (rv) lead exhibited syncope due to a perforation two days after implant. The rv lead exhibited loss of capture (loc). Subsequently, the rv lead was successfully repositioned. No additional adverse patient effects were reported.